Event description:
A caller reported that a pump malfunction had occurred, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which was successfully completed, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose, which they acknowledged and understood.